Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. One opened probe was received with broken off needle, without a tip protector, in a bag. The sample was visually inspected and found to be nonconforming with the probe needle/stiffener pulled out of the needle holder. The probe was disassembled and the components inspected. No/minimal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photos were reviewed by the manufacturing site. Photo one shows a probe distal end, the stiffener/needle appears detached. Photo two shows a pack label with lot number not related to this quality summary. The complaint evaluation confirms the probe had a detached needle/stiffener from the needle holder. The exact root cause of the component detachment cannot be determined, however, a manufacturing related root cause cannot be ruled out. A non-conformance investigation has been initiated related to the needle assembly detachment. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Corrected information received about lot was unknown. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported that metal has come loose and slid off the cutter during vitrectomy surgery. The surgery was completed on the same day after replacing the product with another one. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.